Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath into the pts' femoral artery. The md advanced the iab into the sheath and the iab became stuck. The md tried to pull the iab out of the sheath; however, this was not possible. As a result, the sheath was removed with the iab as one unit. The md inserted another sheath over the same spring wire guide (swg). The iab was prepped and inserted without difficulty. There were no reported pt complications and there was no report of excessive bleeding.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.